Event description:
A balloon ruptured on the second inflation at 10 atmospheres during a right iliac angioplasty procedure of a slightly calcified lesion. Another balloon catheter was used to successfully complete the procedure. There were no patient complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a slightly calcified lesion which may have contributed to this event. However, without evaluating the device, co's unable to determine the exact cause for this event. Directions for use state: "courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to the abrasive nature of these lesions... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.